Event description:
It was reported that break occurred. The target lesion was located in the coronary artery. A 12 mm x 2.50 mm nc quantum apex balloon catheter was selected for dilatation. Upon opening the package in a sterile fashion, it was noticed that the shaft of the balloon was completely broken apart. The procedure was successfully completed with a different device. It was further reported that the break occurred just proximal to the balloon.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 12 mm x 2.50 mm nc quantum apex balloon catheter was selected for dilatation. Upon opening the package in a sterile fashion, it was noticed that the shaft of the balloon was completely broken apart. The procedure was successfully completed with a different device. It was further reported that the break occurred just proximal to the balloon.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 49.7cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 12mm x 2.50mm nc quantum apex balloon catheter was selected for dilatation. Upon opening the package in a sterile fashion, it was noticed that the shaft of the balloon was completely broken apart. The procedure was successfully completed with a different device.